Event description:
This lead had dislodged and was repositioned on (B)(6) 2012. The lead remains actively implanted. There were no adverse events reported for the pt. Should add'l info be received, this file will be updated.